Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed and required maintenance. The field service engineer (fse) reseated the cable for the row board controller board 3.2 on the main unit. The fse tested the system, and all functions were operating properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the losartan 100 mg cubie (ed 3.2 e5) failed, required maintenance, and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.